Event description:
It was reported the pt's lead was fractured and hence, will be replaced with a new one. The pt did not have any stimulation. It was reported surgical intervention will be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.